Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related MFR# 2916596-2023-00948. It was reported that the patient was found dead with their driveline disconnected. It was noted that the patient's roommate had heart a short alarm at night.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect event that resulted in a pump stop. A specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient was found expired on (B)(6) 2023. The patient was found with the driveline disconnected and the system controller powered off. It was also reported that the patient¿s roommates heard a short alarm during the night. A review of the controller log files revealed a no external power event on 02feb2023 due to the disconnection of both power leads, followed by a disconnection of the driveline. The pump appeared to operate as intended at the set speed while the driveline was connected. It was reported that an autopsy would not be conducted and hm3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU states to power the replacement system controller by connecting both the white and black power connections, prior to exchanging system controllers. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Always ensure that the power cables are connected to a power source to ensure the heartmate 3 pump will restart during a controller exchange. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found dead with their driveline disconnected. It was noted that the patient's roommate had heard a short alarm at night.